Event description:
It was reported to boston scientific corporation that two trapezoid rx lithotripter compatible baskets were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2012. According to the complainant, during the procedure, it was difficult to attach and remove the syringe from the connection port. Upon removal it was noted that the syringe had broken in the connection port of the trapezoid rx lithotripter compatible basket. The case was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results; sidecar pushback.

Manufacturer narrative:
(B)(4): a visual examination found that the device returned with the basket closed. Analysis of the t-fitting revealed that the male portion of the clear syringe had broken off inside the luer. However, the t-fitting appears to have been molded properly. Additionally, the guidewire lumen (sidecar) presented with push-back. Functionally, the basket was able to be extended with some resistance noted due to residue found in the device. Once extended, the basket was found to be folded over, the basket was manually untwisted and the basket wires were found to be evenly spaced and not bent. The condition of the returned incident device was consistent with the complaint that the tip of a syringe was lodged inside the injection port. Additionally, the evaluation found that the guidewire lumen (sidecar) presented with pushback. The sidecar pushback likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.